Event description:
I have recurrent utis that lead to a kidney infection and hospitalization as well as brain fog, numbness and cold extremities, fatigue, dry eyes, dry skin, headaches, food intolerance, gi disturbance, anxiety, depression, and more since I had my implants put in years ago.